Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of abutment with skin and bone overgrowth over the fixture. The patient underwent revision surgery (date not reported) to get equipped with a new abutment.

Manufacturer narrative:
Device not available for analysis. This report is filed november 20, 2013. Device not available for analysis.